Manufacturer narrative:
Passed pump the rewind, basic occlusion, prime and system sensor and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 166 mg/dl at the time of incident. The customer was advised to return the product for analysis. No further information was given.